Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call being hospitalized due to high blood glucose levels and diabetic ketoacidosis. The customer stated that her blood glucose was 454 mg/dl, she passed out, and then had to go to the emergency room. The customer's blood glucose was over 500 mg/dl. She cracked her shoulder in the process and was treated with pain pills and intravenous fluids. She stated that she was not getting enough insulin. She told her doctor but reported that he would not adjust the basal rates enough. She noted that she took the insulin pump off at the hospital. She advised that her doctor did raise her basal rates and stated that she would monitor the device. She was unsure whether she had had a bent cannula. She declined to provide further information, stating that she was tired.